Event description:
It was reported to boston scientific corporation in 2008, that a maxforce tts balloon dilatation catheter was used during an esophagogastroduodenoscopy procedure a day prior. According to the complainant, "during the procedure the balloon burst inside the pt, but did not leave any fragments." The physician removed the balloon and completed the procedure with another balloon dilatation catheter (manufacturer unknown). No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown; therefore, the date of manufacture cannot be determined. The suspect device has not been received for eval, thus, the cause of the reported malfunction is currently undetermined. The may 2008 15-month maxforce tts balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.